Event description:
Additional information was received that the physician plans to continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. No noise and out of range measurements were able to be reproduced in clinic, so the ra lead was reprogrammed back to bipolar. The following day, an additional out of range pacing impedance measurement greater than 2,000 ohms was recorded and again resulted in activation of the lead safety switch (lss). Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.